Event description:
The customer reported inaccurately low readings with another co's test strips. The customer stated that he opened the first bottle from a box of fifty on 12/24/96, and performed a normal control solution test. The result, 135 mg/dl, was within the normal control solution range of 110-164 mg/dl. However, over the last few days, the customer noticed that his morning fasting readings have been getting increasingly lower. The customer had a box of the other co's test strips and for four mornings performed fasting blood glucose tests with both brands. Day one, co's test strip result was 225 mg/dl, day two, co's test strip was 198 mg/dl, other test strip was 285 mg/dl. Day three, co's test strip was 149 mg/dl, other test strip was 208 mg/dl. Day four, co's test strip one was 137 mg/dl, other test strips was 180 mg/dl. With the rep, the customer performed normal control solution tests on both brands of test strips using normal control solution (lot #627691a, expiration 8/98, opened 1/32/97). The co's test strip result was 135 mg/dl versus a normal control solution range of 110-164 mg/dl. The other test strip result was 107 mg/dl versus a normal control solution range of 87-122 mg/dl. A check strip test was performed with the rep and the result was 94 versus a check strip range of 88-111. The desiccant is in the open bottle. The customer stores the test strips in the bedroom.